Event description:
Upon removal of the surgical drape, a 3.5cm laceration noted on right side of patient's head during pin/tong removal. Manufacturer response for skull tong, mayfield skull tong (per site reporter): to replace the device.